Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and obtained: did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not that I am aware of. Based on conversation with the surgeon, he indicated that peristalsis was fine. How severe was the dysphagia/odynophagia before intervention? Probably on the severe side, they tried to manage with steroids. Based on the gi report, the patient should not have been experiencing the dysphagia she was. Did the dysphagia improve after the device was implanted initially? Unknown at this time. Were there any intra-operative complications during implant? None. Was there any hiatal or crural repair done at the same time as the implant? Yes, crural and hiatal (both). Did the difficulty in swallowing resolve after the linx was removed? To be determined was the device found in the correct position/geometry at the time of removal? Yes. The following information was requested but unavailable: did the dysphagia improve after the device was implanted initially? Did the difficulty in swallowing resolve after the linx was removed?

Event description:
It was reported that the patient was having difficulty swallowing. The device was explanted on (B)(6) 2018. There were no complications and the patient is doing well.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: patient is very happy. Reflux & dysphagia is resolved.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Lot number unknown. No DHR review performed.